Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with diabetic ketoacidosis and high blood glucose. The blood glucose reading was 1180 mg/dl. The customer was vomiting and had altered mental status. The customer was treated with an insulin drip, potassium and pain medication. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. Air bubbles were noted in the tubing and the customer was assisted in priming them out. No leaks were observed and insulin did exit with the manual prime. The insulin looked normal and was not expired. The insertion site was not sore or irritated. The time and date were correct. The bolus wizard and basal rate settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test and the self test. The nurse was advised to change the entire set, reservoir and insulin.